Event description:
Customer stated that they were hospitalized for 11 days with symptoms of dka, near diabetic coma, and temporary loss of eyesight. On the date of the event, pt received readings with their freestyle meter of 120, 107, and 106 which pt felt were good. Pt then went to work at the hospital and started to feel sick and passed out after about 2-3 hours. While at the hospital, their reading was 777 with an unknown meter and their a1c was 283 at which point pt was admitted to the hospital. Information related to treatment provided at the hospital was not described by customer.